Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 5 months after three dental implants were installed in intraoral regions #7, #23 and #26, their non - osseointegration was observed. Fifty ncm of primary stability was achieved and the implants were installed without immediately load. The patient presented bone type ii.